Event description:
It was reported by the patient that she had a mammotome biopsy procedure nine days ago. A marker was placed during the procedure. She states that she has had constant intractible pain ever since the procedure. She reports that she is visiting her family doctor this evening for further test results, and to discuss her pain. The consequence to the patient is unknown at this time.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Serious injury.